Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient's last programming session, the patient developed psychiatric issues and was hospitalized. The patient's wife believes that the psychiatric issues were stimulation-induced, as the patient just had a programming change with their neurologist prior to the issues occurring. The neurologist asked the patient's wife to call a manufacturer representative (rep) for guidance on how to use the patient programmer to turn down the patient's stimulation settings. The patient will have a follow-up programming appointment with their neurologist in the next couple of days. It is unknown if the issue resolved and unknown if surgical intervention is planned.